Event description:
The hcp reported a confirmed motor stall and motor stall recovery recorded in event logs. The stall occurred (B)(6) 2014 at 10:42 and r recovered today (B)(6) 2014 at 13:09. The patient got out of bed around the time of the recovery to come to the office. The hcp was trying to research if something in the environment could be causing the stall. The patient uses a hoyer lift and wears a percussion vest. The patient did have increased spasms and took oral baclofen beginning yesterday when he heard the alarm. Per the hcp there are previous stalls and recoveries in the logs as well; (B)(6) from 3 until midnight it was stalled; (B)(6) it stalled for 2 hours and (B)(6) it stalled for 3 hours in the middle of the night. The patient was last filled on (B)(4) and the eri is 12 months. The patient always had a nurse with him, is on a vent and monitored. The patients¿ vitals were fine and oxygen was fine. The patient was stable and had been on a vent for a long time. The patient was mentally "there", but really can't feel anything on his body. Per the hcp the patient would be a candidate for surgery if it comes to that. The pump was used to deliver gablofen. Interventions and patient outcome were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(4) 2004, product type: catheter. Product ID: 8578, lot# n179681010, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the pump was still having intermittent motor stalls and recoveries. The patient was referred to a surgeon in mid to late (B)(6). The patient and his father met with the surgeon on (B)(6) 2014 and discussed replacing the pump. The patient's father requested that the replacement surgery wait until after the first of the year. The pump stalled again on (B)(6) 2014. After this most recent stall, the patient showed the beginning signs of withdrawal for the first time. The patient was taken to the ER (emergency room) the night prior to this report at 11pm. The patient was admitted to the hospital. The patent was stable. The pump was replaced. The surgeon wanted to be conservative because of the other meds the patient was taking for withdrawal, so decided to only partially prime the catheter after it had been aspirated. The patient was going to be assessed in the hospital for 2 days. The catheter was confirmed to be patent. The patient was doing well the day after the replacement.